Event description:
Customer reported to beckman coulter, inc (bec) that the cap piercer of unicel dxc 800 synchron system was leaking fluid when piercing the caps. Customer reported the leak was contained inside the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed fragments of rubber stopper that were occluding the cap piercer drain line #118.

Manufacturer narrative:
(B)(4).